Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's customer was unable to perform an inventory count because med application required repair. A technical support specialist performed a repair on the med application and restored functionality to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a message indicating that one or more errors had occurred, preventing the pharmacy from using inventory functions. The issue was traced to item ID 9614 being incorrectly linked to item ID 8443. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a message indicating that one or more errors had occurred, preventing the pharmacy from using inventory functions. The issue was traced to item ID 9614 being incorrectly linked to item ID 8443. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.